Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further specified as the patient made a mistake. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, start dose, route not reported), amikacin injection (500mg, start dose, route not reported), meropenem injection (1gm, daily, route and duration not reported) and heparin injection (1000 u, daily, route and duration were not reported) for the event. The patient was discharged two days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: on an unreported date, the patient was retrained in aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.